Event description:
It was reported that a patient with a 25 mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 7 years, 1 month due to calcification and stenosis. The patient presented with heart failure, progressive shortness of breath on exertion and chest pain. The tavr was successfully performed with a 26 mm 9755rsl valve. The patient was taken to ICU for recovery post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.